Event description:
It was reported that there was electromagnetic interference noted on an interrogation report for the patient's implantable cardioverter defibrillator (ICD). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.